Event description:
It was reported that the health care professional (hcp) called to report high out-of-range shock lead impedance measurements measuring 125 ohms. Technical services reviewed the data and there has been a gradual increase with calcification. It was noted there are excursions measuring between 115-125 ohms then they return to baseline measuring between 80-90 ohms. Ts discussed troubleshooting and programming options. At this time, the right ventricular (rv) lead remains in service. No adverse patient effects were reported.